Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013 as part of the (B)(4) clinical study. According to the complainant, the patient underwent her first bronchial thermoplasty treatment to the right lower lobe on (B)(6) 2013. Post procedure the patient experienced exacerbated asthma with decreased (fev1) forced expiratory volume. The patient received frequent nebulizer treatments and was admitted to the hospital for observation overnight. The patient was discharged the following day on (B)(6) 2013. On (B)(6) 2013, the patient was seen in the emergency room for shortness of breath, and was readmitted to the hospital. A chest x-ray was performed, revealing rll opacity. The patient was discharged from the hospital on (B)(6) 2013 and the event of exacerbated asthma was considered resolved. Baseline spirometry values - visit date: (B)(6) 2013. Pre-bronchodilator: fev1: 2.18; fev1 % predicted: 67.91; fvc: 3.29; fvc % predicted: 87.27. Post-bronchodilator: fev1: 2.62; fev1 % predicted: 81.62; fvc: 3.60; fvc % predicted: 95.49.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013 as part of (B)(4). According to the complainant, the patient underwent her first bronchial thermoplasty treatment to the right lower lobe on (B)(6) 2013. Post procedure the patient experienced exacerbated asthma with decreased (fev1) forced expiratory volume. The patient received frequent nebulizer treatments and was admitted to the hospital for observation overnight. The patient was discharged the following day on (B)(6) 2013. On (B)(6) 2013, the patient was seen in the emergency room for shortness of breath, and was readmitted to the hospital. A chest x-ray was performed, revealing rll opacity. The patient was discharged from the hospital on (B)(6) 2013 and the event of exacerbated asthma was considered resolved. Baseline spirometry values - visit date: (B)(6) 2013. Pre-bronchodilator: fev1: 2.18, fev1 % predicted: 67.91, fvc: 3.29, fvc % predicted: 87.27. Post-bronchodilator: fev1: 2.62, fev1 % predicted: 81.62, fvc: 3.60, fvc % predicted: 95.49. Information received as of (B)(4) 2013: according to the complainant, on (B)(6) 2013, the patient began experiencing exacerbated asthma with wheezing. The wheeze worsened and the patient was seen in the emergency room on (B)(6) 2013. The patient was treated with nebulizers and a prednisone taper. No hospitalization occured. The event is reported as continuing. Additional information received as of (B)(4) 2013: according to the complainant, the event of exacerbated asthma was considered resolved as of (B)(6) 2013.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013 as part of (B)(4). According to the complainant, the patient underwent her first bronchial thermoplasty treatment to the right lower lobe on (B)(6) 2013. Post procedure the patient experienced exacerbated asthma with decreased (fev1) forced expiratory volume. The patient received frequent nebulizer treatments and was admitted to the hospital for observation overnight. The patient was discharged the following day on (B)(6) 2013. On (B)(6) 2013, the patient was seen in the emergency room for shortness of breath, and was readmitted to the hospital. A chest x-ray was performed, revealing rll opacity. The patient was discharged from the hospital on (B)(6) 2013 and the event of exacerbated asthma was considered resolved. Baseline spirometry values - visit date: (B)(6) 2013: pre-bronchodilator, fev1: 2.18, fev1 % predicted: 67.91, fvc: 3.29, fvc % predicted: 87.27. Post-bronchodilator, fev1: 2.62, fev1 % predicted: 81.62, fvc: 3.60, fvc % predicted: 95.49. Information received as of (B)(4), 2013: according to the complainant, on (B)(6) 2013, the patient began experiencing exacerbated asthma with wheezing. The wheeze worsened and the patient was seen in the emergency room on (B)(6) 2013. The patient was treated with nebulizers and a prednisone taper. No hospitalization occured. The event is reported as continuing.

Manufacturer narrative:
(B)(4). Study source: (B)(4) clinical trial evaluating bronchial thermoplasty in severe persistent asthma (pas2) the complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4).